Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was passed to our pico experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our pico experts have provided a report of the analysis undertaken, this confirmed that the device was reset and found to function as normal. No batteries were returned with the pump preventing assessment of the battery condition. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.

Event description:
It was reported that on the 5th day of npwt utilizing a pico7, it was noticed all indicator lamps solidly illuminated. It was unclear when it occurred. The soft-port of the dressing was clean. The problem was not solved by exchanging batteries, so the treatment was continued with a backup pico7. No patient harm. No delay. The same issue occurred to 2 devices, but one was discarded, so one pump will be returned for investigation. It is impossible to confirm the lot numbers of the products because the packages were discarded.